Event description:
Information received by medtronic indicated that the customer experienced no audio or vibration or buzzer during any problem or alert triggered in the gadget. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Per r&d engineer: unfortunately, the detailed traces ( started (B)(6) 2023 18:09:02.000) do not cover neither date so the analysis for the (highlighted on the email) below items cannot be provided. Referring to the event date on smartsolve 27-jun-2023 and in the customer's notes 11:00 am on (B)(6) (friday), the customer's concern regarding the icon remains green even though the remaining reservoir capacity is only about 40 u, the pump was working even though the injection was temporarily suspended, and even when the remaining reservoir level reached 20 u, there was no alert that the remaining amount had decreased. However, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at (B)(4). The pump passed tone check and vibrate check on self test. No audio/vibrate/absence of alarm anomalies noted during testing. The reservoir volume set to 72.0 units remaining in the pump status screen. Delivered 2 test boluses until the units remaining on the pump status screen was 40.0 units. The reservoir icon was colored red and was approximately 15%¿28% of the reservoir remains per user's manual. No reservoir icon anomaly noted. The low reservoir alert was set to 20. Units. The pump was programmed with a test bolus and when the units remaining on the pump status screen was 20.0 units. The low reservoir alarm with audio alert was displayed on the pump's home screen. The low reservoir alarm functions properly during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 90 mg/dl on the pump's home screen. The suspend on low alarm with audio alert functions properly during testing. No suspend anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button, and retainer knit line damage/cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The original battery cap was received with 1 heat stake post broken off. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 27-jun-2023 in the pump history file. (B)(6) 2023 07:42:49.000 batteryremoved (55) (B)(6) 2023 07:42:49.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 07:43:05.000 batteryinserted (44) (B)(6) 2023 16:33:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 18:41:55.000 batteryremoved (55) (B)(6) 2023 18:41:55.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 18:43:59.000 batteryinserted (44) (B)(6) 2023 19:50:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 20:00:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 21:49:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 21:59:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 11:13:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 11:23:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 14:54:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 18:38:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 18:48:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 21:39:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 23:57:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 00:07:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 00:25:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 00:35:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 13:01:00.000 alarmalertnotification (40) faultnumber: autosuspend (12) (B)(6) 2023 13:11:00.000 alarmalertnotification (40) faultnumber: autosuspend (12) (B)(6) 2023 01:11:00.000 alarmalertnotification (40) faultnumber: autosuspend (12) (B)(6) 2023 01:21:00.000 alarmalertnotification (40) faultnumber: autosuspend (12) (B)(6) 2023 13:23:00.000 alarmalertnotification (40) faultnumber: autosuspend (12) (B)(6) 2023 13:33:00.000 alarmalertnotification (40) faultnumber: autosuspend (12) (B)(6) 2023 13:57:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 14:21:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 14:31:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 03:48:00.000 alarmalertnotification (40) faultnumber: autosuspend (12) (B)(6) 2023 03:58:00.000 alarmalertnotification (40) faultnumber: autosuspend (12) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alarm noted. Lostsensor1alert (780) not confirmed. The pump passed the functional testing. Audio/vibrate anomaly/absence of alarm not confirmed. Reservoir icon anomaly not confirmed. Low reservoir alarm not confirmed. Suspend anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.